Event description:
A pt reported blood glucose results of 9.1 mmol/l with a lifescan meter and 6.1 mmol/l on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.